Manufacturer narrative:
Cylinder had a wear leak. Cylinder performed within specifications.

Event description:
Information received on 12/19/96 indicates the device was removed from the patient on 12/17/96 due to fluid loss. Another device was implanted.